Event description:
It was reported that during implant the physician was unable to get lead through small venous access and successfully place in right ventricle. The lead was removed and a different lead was used. No patient complications were reported as a result of this event.

Event description:
It was reported that during implant, the physician was unable to get the lead through the small venous access and successfully placed in the right ventricle. The lead was removed and a different lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip was bent. Tip seal observation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.